Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the mist/haze issue is the oil mist filter and o-ring. The field service engineer replaced the oil mist filter and re-seated the o-ring and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced and the o-ring reseated to resolve the mist/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for preventative/planned maintenance, the customer reported an "oil mist" or haze had been emitting from the unit. The fse discovered the ¿leak¿ and noticed the oil filter housing o-ring was pinched. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.